Manufacturer narrative:
(B)(4). This complaint for a report of a system error (se) 2240 was confirmed and the root cause was determined to be use error, due to an open clamp. Per baxter labeling, users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted global technical service (gts) reporting a system error 2240/2367 (air in set) during dwell 3 on the home choice (hc). The home patient (hp) left the unused final clamp opened. The technical service representative (tsr) explained the alarm. The tsr then explained that the supplies were compromised. The hp wanted to end therapy for the night. The tsr advised him to call his registered nurse (rn). There was patient involvement. There was no serious injury or medical intervention reported.